Event description:
Patient reported 10 days after injection to the lips and midface with juvederm voluma with lidocaine they developed "headache, swelling in jaw and pain." The patient also experienced warmth at the injection site. Patient was treated with klacid and avalon. Symptoms resolved 18 days post onset.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of "headache, swelling in jaw, pain and warmth at the injection site" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling. Undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product; which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can occur simultaneously with itching or pain on pressure, can appear after the injection.